Event description:
Pt had acl reconstruction (B)(6)2007. Pt had traumatic injury while playing soccer on (B)(6)2008. Acl screw explanted (B)(6)2008.

Manufacturer narrative:
Traumatic sporting injury led to failed acl graft reconstruction and removal of graft and fixation screws. A separate MDR is filed for the bilok screw used in the same procedure.